Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient "never had therapeutic effect" and "never got pain relief" from their stimulation system. It was stated that the stimulator "almost makes it worse". It was noted that the patient didn't use the programmer "very much" and had never had reprogramming. The patient was seeking a new physician. Two days later it was reported that the patient had coupling or communication issues. It was suspected that the implantable neurostimulator (ins) was in over-discharge. There were communication issues between the ins and recharger, as well as the programmer. It was stated that dissatisfaction was the primary reason for over discharge. About one week later it was reported that the patient was still having telemetry issues. It was noted that the patient compliance was the primary reason for the over discharge. The last successful recharging session was over 12 months prior to report. About one month later it was reported that there was an "end of life (eol)" or "end of service (eos)" message on the programmer. The patient had the "power-on-reset" (por) condition cleared by a medtronic representative and after the ins status was eos. The patient was not using the stimulation because the stimulation was not where he needed it and he did not realize that reprogramming could make the stimulation work in different areas. About one week later it was reported that the patient was experiencing pain. They tried to "wake up" the battery but they were unsuccessful. There was no communication possible with the battery. One week later it was reported that the patient still had concerns with their device or therapy, but they were working with their doctor or medtronic representative. The patient had an appointment scheduled for (B)(6) 2013. No further information was received.